Manufacturer narrative:
Patient gender not made available from the site. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system exited to the application launch menu. The surgeon selected spine to go back into the application and continued the procedure with no further issues. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.